Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to open and close. The hosp has reported no pt injury occurred.